Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient¿s device doesn¿t work. The patient stated that they ¿couldn¿t get it figured out¿ shortly after implant and they haven¿t used it since 2008. No symptoms or complications were reported.